Event description:
It was reported the patient received ineffective stimulation from the scs system due to lead migration. It was noted the patient's issue began approximately a year and a half ago following a fall. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy was restored following the procedure.